Manufacturer narrative:
The initial MDR 2432235-2016-00764 was filed on december 15, 2016. Additional information (12/22/2016): a siemens technical operations specialist performed in-house testing on kit lots 321 and 322 and determined that they were performing as per manufacturing specifications. The customer was using serum samples on the immulite instrument and edta samples on the alternate platform. The customer uses same reference range for edta and serum samples. However, as per immulite 2000 intact parathyroid hormone instructions for use, there is a clear difference in the expected ranges between serum and edta samples. Additional information (01/17/2017): a siemens headquarters support center (hsc) specialist reviewed the results obtained on kit lot 323. The hsc specialist determined that the results obtained on immulite 2000 instrument and alternate platform were clinically equivalent. Kit lot 323 is performing as intended. The cause of the discordant, falsely low intact parathyroid hormone results on multiple patient samples is unknown. No further evaluation of device is required.

Manufacturer narrative:
The cause of the discordant, falsely low ipth results on multiple patient samples is unknown. Siemens is investigating the issue. Additionally, unique identification numbers for: kit lot 321: (B)(4), kit lot 322: (B)(4), kit lot 323: (B)(4).

Event description:
The customer obtained discordant, falsely low intact parathyroid hormone (ipth) results on multiple patient samples on an immulite 2000 xpi instrument, while using kit lots 321, 322 and 323. The samples were repeated on an alternate platform, resulting higher and matching the clinical picture of the patients. The initial results were not reported to the physician(s). The repeat results obtained on the alternate platform were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth results.